Event description:
It was reported by service report that the right head siderail was unable to be lifted. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the inner and outer arm covers were broken and bent preventing the siderail from being lifted.